Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose (bg) was 613 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.